Event description:
It was reported that the patient was tired, short of breath and their blood pressure and heart rate were low. It was also reported that the device could not be interrogated and there was no magnet response. Additionally, at the patient's previous follow-up visit approximately three months prior, the device longevity was predicted to be greater than 8 to 33 months. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed lifted hybrid bond wires. (B)(4).